Manufacturer narrative:
No patient information provided as no patient was involved in this event. No parts were received by the manufacturer for evaluation. Event problem and evaluation: the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that the image acquisition system (ias) and mobile view station (mvs) were powered on prior to a case, and then unplugged and brought into the room. But the mvs screen was black and would not come back on. The system was then removed from the room and, without delay, an alternate medtronic imaging system was brought in for the case. This issue occurred outside of surgery, prior to a patient being present. After the imaging system was moved out of the room, they were able to re-start it, and it functioned normally. No further issues were reported.